Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the touchscreen was intermittently bad. It was calibrated once but now it is not responding again. There was no patient involvement.

Manufacturer narrative:
The customer¿s biomed confirmed the touchscreen calibration issue. The manufacturer's tier 2 technicians provided part numbers and discussed installation with the customer's biomed. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.